Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center received an e315 error on the screen when connecting the scope. There was no procedural involvement. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. Corrected fields: b5 and e1 (title). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. An olympus field service representative inspected the device and reported that the device operated properly. Based on the results of the investigation, a definitive root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The reported event was found during maintenance.